Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that the patient's infusion set leaked at site. The infusion set had been used for a few hours, but the patient already changed the site. However, there was no stress or pull on the tubing. No further information available.